Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional finding: the instrument was found to have charring and localized melting on bipolar yaw pulley, near the between grip cable and continuity wire. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ ileal conduit surgical procedure, the string of the fenestrated bipolar forceps instrument got damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the initial reporter said the instrument / accessory inspected prior to use and there was no damage or anything out of the ordinary. Arcing was not observed. The settings used on the generator was cut 0 and coag 3.the other instruments that were in use was monopolar curved scissors, maryland, prograsp and the large needle driver instrument. The instrument tips did not collide with any other instrument or tool during procedure. The instrument tip was not in contact with the tissue when the issue occurred. The instrument tips did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There was no injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications. The video recording of the procedure are not available for isi review.